Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion in the svg to the om. The otw xience and two rx xience failed to cross. When the 3.5 x 12 rx xience stent delivery system (sds) was removed from the patient, the stent was observed to be dislodged onto the shaft. (It was further reported that the procedure began as a direct stent, but then pre-dilatation was performed, prior to the 2nd and 3rd stents were attempted.) There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon, and stent implant. There was no contrast visible. The stent implant had dislodged from the balloon and was loose on the distal shaft. There were crimp marks on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were two kinks in the hypotube located 40.2 cm and 76 cm distal to the strain relief tubing. There were no kinks in the inner member or the tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The stent implant outer diameters were measured using a snap gauge. These met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.